Event description:
The customer reported that their device had its service indicator illuminated and had logged multiple event codes. After further evaluation of the device by physio-control, it was observed that the main pcb assembly would cause the device to lost power after charging defibrillation energy. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio then replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.